Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture confirmed by MRI, exchange from textured to smooth due to concern with the product, "hardness", "discomfort", "localized pain in [their] breast", "body aches daily", "hives all over body", "malposition of implants", and "testing done by [their] doctors, everything leads to the implants causing breast implant illness or bia-alcl". Healthcare professional later reported "patient doesn't have alcl but a ruptured implant and a complex medical history and that they are feeling better after the surgery". Patient also reported the following symptoms, which are all not device-related: ¿autoimmune disease¿, ¿hashimoto¿s disease¿, ¿hypothyroidism" (as this is due to the hashimoto¿s disease), ¿sarcoidosis¿, ¿granulomas on kidneys" (as this is due to the sarcoidosis), "high red blood cell count", "ferritin levels have been high", and "breast implant illness". Device has been explanted.